Event description:
It was observed that the low flow nasal cannula broke while being taken off the patient. The tubing seemed to have come loose from the part of the cannula that rests in the patient's nose.

Manufacturer narrative:
This could have been an interruption in therapy had they not been removed from the patient. No images or returned inventory, complaint unconfirmed. The issue was stated as the low flow nasal cannula broke as it was being removed from the patient, the tubing slipped from the face piece. There was no inventory from lot 394908 for product 1601-7-50. There was evidence of scrap for all parts of the assembly present. During visual inspections there were more parts pulled, there were no deviations or nonconformities. In the last 24 months, there have been 6 related complaints with 1601-7-50 and 22 confirmed within the product family. Patient risk- in RMA-20017a, for step r26, the issue is described as "oxygen delivery interrupted", with a causation "cannula components not bonded together securely", there was no indication during the DHR review that pull testing was missed, therefore s=8. O=2, rpn=16 (less than 25 risk is acceptable), rc=1. Root cause cannot be determined at this time. However, likely root cause is lack of bonding agent applied to the face piece during assembly. See (B)(6).

Manufacturer narrative:
This could have been an interruption in therapy had they not been removed from the patient.

Event description:
It was observed that the low flow nasal cannula broke while being taken off the patient. The tubing seemed to have come loose from the part of the cannula that rests in the patient's nose.